Event description:
A malfunction with code "malf 0" was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump at the time of the report due to being at work without charging supplies, and they were advised to call back to reset the pump once the necessary supplies were available. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.